Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
During testing at the user facility, the device delivered more than expected. The device was returned to the biomed dept with a note that stated "damaged." No tracking info was provided; therefore, specific pt info, pump programming or events details were not available. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No add'l info was provided.